Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported low flow event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Information received from the site revealed that the patient experienced anemia, failure to thrive, weakness and an upper gastrointestinal duodenal bleeding. The patient was already on anticoagulation therapy, warfarin and was considered subtherapeutic. The patient was treated with intravenous (IV) fluid and by decreasing vad speed. After two days, a balloon endoscopy was performed and epinephrine was injected into the duodenal folds. After two more days, an esophagogastroduodenoscopy (egd) did not revealed any signs of bleeding. The patient received four units of packed red blood cells (prbc). Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, bleeding is a known potential complication associated with the implantation of an vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleeding. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the patient was found to be clostridium difficile positive and they were started on antibiotics.

Manufacturer narrative:
###This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. A supplemental report is being submitted for additional event details. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. The reported low flow event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Information received from the site revealed that the patient experienced anemia, failure to thrive, weakness and an upper gastrointestinal duodenal bleeding. The patient was already on anticoagulation therapy, warfarin and was considered supertherapeutic. The patient was treated with intravenous (IV) fluid and by decreasing vad speed. After two days, a balloon enteroscopy was performed and epinephrine was injected into the duodenal folds. After two more days, an esophagogastroduodenoscopy (egd) did not revealed any signs of bleeding. The patient received four units of packed red blood cells (prbc). It was also reported that the patient was found to be clostridium difficile positive and they were started on antibiotics. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, bleeding and infection are known potential complications associated with the implantation of an vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleeding and infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced acute blood loss anemia with a hemoglobin of 6.4. The patient also experienced blood tinged stool a few times over two weeks associated with a gastrointestinal bleed (gib) and oropharyngeal bleeds. It was noted that the patient was too weak for care at home. The patient was treated with packing with otolaryngology (ent). The epinephrine injected into the duodenal folds resulted in cessation of bleeding. The patient's hemoglobin was monitored with complete blood counts twice daily. Computed tomography during arterial portography (ctap) was done without evidence of bleeding or underlying pseudoaneurysm.

Manufacturer narrative:
A supplemental report is being submitted for additional information in a5a, b3, and b5. This information was received from the mechanical circulatory support product surveillance registry study. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for update to investigation completion. The product event summary was revised. Revised product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. The reported low flow event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Information received from the site revealed that, in addition to the low flow event, the patient experienced anemia, failure to thrive, weakness and an upper gastrointestinal duodenal bleeding. The patient was already on anticoagulation therapy, warfarin and was considered supratherapeutic. The patient was treated with intravenous (IV) fluid and by decreasing vad speed. After two days, a balloon enteroscopy was performed and epinephrine was injected into the duodenal folds. After two more days, an esophagogastroduodenoscopy (egd) did not revealed any signs of bleeding. The patient received four units of packed red blood cells (prbc). It was also reported that the patient was found to be clostridium difficile positive and they were started on antibiotics. It was further reported that the patient experienced acute blood loss anemia with a hemoglobin of 6.4. The patient also experienced blood tinged stool a few times over two weeks associated with a gastrointestinal bleed (gib) and oropharyngeal bleeds. It was noted that the patient was too weak for care at home. The patient was treated with packing with otolaryngology (ent). The epinephrine injected into the duodenal folds resulted in cessation of bleeding. The patient's hemoglobin was monitored with complete blood counts twice daily. Co mputed tomography during arterial portography (ctap) was done without evidence of bleeding or underlying pseudoaneurysm. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, bleeding and infection are known potential complications associated with the implantation of an vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleeding and infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted due to experiencing anemia, failure to thrive, being too weak/unable to get out of bed, not eating or drinking much and the ventricular assist device (vad) exhibiting some low flows associated with an upper gastrointestinal duodenal bleed. It was also reported that at the time of this event, the patient was compliant with their anticoagulation therapy, warfarin, which was considered supratherapeutic. The patient missed a dialysis session due to their weakness. The patient received intravenous (IV) fluid and the vad speed was decreased. Two days later, a balloon enteroscopy was performed and epinephrine was injected into the duodenal folds. Two days later, an esophagogastroduodenoscopy (egd) showed no signs of bleeding. The patient received a total of four units of packed red blood cells (prbc). The vad remains in use. No further patient complications have been reported as a result of this event.